Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, the most probable root cause is pseudarthrosis possibly due to previous iliac crest graft harvest. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7040-90, lot# 8175003938012, mfd. 10/16/12, expires 2015-10, UDI (B)(4); 2nd (second): ifuse implant, p/n 7040-90, lot# 8047003363007, mfd. 07/03/12, expires 2015-07, UDI (B)(4); 3rd (inferior): ifuse implant, p/n 7035-90, lot# 8047003363006, mfd. 07/07/12, expires 2015-07, UDI (B)(4).

Event description:
The patient had initial si joint arthrodesis in (B)(6) 2013 and had a recurrence of si joint pain following an iliac crest graft harvest which removed the outer table of the ilium. The surgeon determined pseudarthrosis around the implants following the graft harvest and decided to remove the existing implants and replace them with new, wider implants. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the initial three implants. He then placed two wider implants in the cephalad and middle explant voids and added two additional implants in new positions. The status of the patient following the revision surgery is not yet known.